Event description:
Report received of tubing disconnection. Customer contact reports that there have beeen approximately a dozen undocumented incidences of the IV tubing disconnecting from the clave valve on list # 12094. They are using list # 12094, extension set with clave and luer lock, as a saline lock. When attempting to connect primary IV tubing set list # 11965 to # 12094, the tubing does not stay twisted on and pops off, even when taped in place. The pts are usually receiving hydrating fluids, and the problem is usually found by the nurse or pt shortly after the event occurs. The loss of only a small (unspecified) amount of IV solution in the bed or on the floor was reported. There is no report of bleedback or blood loss from the pt from device list # 12094. The nurses change the primary tubing to resolve the problem. There are no reports of pt harm. No add'l info was available.